Manufacturer narrative:
Additional narrative: UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the device is broken. Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: intermittent operation - tip replacement kit, physical damage - duo+ aluminium front panel, physical damage - left lexan safety cover with hinges, minor scratches on the unit, worn fingers on complete pressure adjusters, bent front panel and chamber holder, broken hinges on left safety cover. The repair of the device was however declined, and it is being placed into long term hold. The shipment/storage damage was identified as the root cause for the device failure during the service evaluation. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot : manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing.

Event description:
It was reported by the customer that the fms duo®+pump/shaver unit was broken. During in-house engineering evaluation, it was determined that the device had broken hinges on left safety cover. There was no procedure nor patient involvement reported. No additional information was provided.